Event description:
Healthcare professional (hcp) reports a pt reaction to the psn membrane. The incident occurred approximately 15 minutes into the treatment. The pt experienced burning, itching, facial, eyelids, neck and throat edema. At the time of the reported incident, the dialysis treatment was discontinued and a small amount of the pt's blood was returned. The pt was treated with oxygen and epinephrine 0.25, two doses. After 20 minutes, the pt's symptoms improved. The dialysis treatment was resumed after one hour with an alternate membrane and completed without incident.